Event description:
It was reported that an m. Blue (#fx800t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on an unspecified date. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
No device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing site evaluation: no product received.